Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 420 mg/dl, the customer current blood glucose was 248 mg/dl. The customer was hospitalized on (B)(6) 2018 9:45am. The drive support cap appears slightly indented. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No bolus anomaly or basal anomaly noted during testing. Device had minor scratched display window, cracked display window, scratched case, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, a partially broken off reservoir tube lip and a stained end cap sticker.